Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.